Event description:
It was reported that during a virtual stimulation process, eclipse can indicate an incorrect isocenter location in the case that a different field of view is present in the CT data. If this data set is subsequently exported to a third party, CT simulator for marking the pt, the laser system may point to the wrong positions and if not checked carefully, the pt can be mistreated. Offsets up to 7 cm could result. There was no injury to any pt reported in this case and no pt data was provided. The matter was observed during the treatment planning process.

Manufacturer narrative:
The "define by (B)(4) data center" is a feature that mimics the CT scanner isocenter. This works as long as the data set maintains the native scan field of view. If the user decides to "zoom" the images and reconstructs a dataset at a different display field of view, the center of the image no longer represents the CT scanner isocenter. Such data, if exported to a third party virtual simulation product may result in incorrect beam positioning. The investigation of this complaint is on-going, but at this point, it appears that the allegation is very likely correct, and incorrect beam positioning could result if the incorrect position is not observed prior to treatment (since the error occurs in the planning phase, there are multiple opportunities for detection prior to pt treatment). The user has switched off the flags in the CT scanner protocols to have the CT scans aligned with the CT-pixel center and has stopped using the virtual simulator export. Additional f/u to this MDR is expected upon completion of the investigation.